Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Tibial trial insert has a piece of plastic missing. The tibial insert was found in the tray with a piece of the plastic missing before the start of the surgery.

Manufacturer narrative:
Examination of the returned pfc sig ins trl stabl 10mmsz2.5 confirmed the report a portion of the bottom lip of the trial has broken off. The broken piece was not returned for examination. Scratching and gouging was also evident on the trial. The root cause is attributed to product wear out. The item has been well used over time. Based on the investigation, the need for corrective action is not indicated. Based on the determination of product wear out from normal use and servicing, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Tibial trial insert has a piece of plastic missing. The tibial insert was found in the tray with a piece of the plastic missing before the start of the surgery. Case completed with another tibial insert trial tray.